Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Beginning (B)(6) 2015, minimum rv pacing impedance measured 98 ohms. Rv pacing impedance was 771 ohms at implant. Since (B)(6) 2016, 544 open circuit paces, 31 short circuit paces and 8 non-physiological senses with 0 successful paces were observed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015, maximum rv capture threshold measured 2.5v and consistently measured 2.5v. Analysis of the device memory indicated oversensing associated with the right ventricular lead. One episode with oversensing was observed in the data¿s electrogram. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance, oversensing, noise and varying thresholds. Insulation damage was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.